Event description:
It was reported in an article titled ¿posterior/anterior combined surgery for thoracolumbar burst fractures-posterior instrumentation with pedicle screws and laminar hooks, anterior decompression and strut grafting¿ that 100 (71 male, 29 female) patients were surgically managed with posterior instrumentation, anterior decompression and anterior grafting. One patient was reported to have postoperative neural deterioration.

Manufacturer narrative:
Literature citation: m machino; et al. ¿posterior/anterior combined surgery for thoracolumbar burst fractures-posterior instrumentation with pedicle screws and laminar hooks, anterior decompression and strut grafting¿. Spinal cord (2011) 49, 573¿579. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.